Manufacturer narrative:
Failure analysis noted that the insulin pump passed rewind, basic occlusion, occlusion, prime/compromised force sensor resistor, excessive no delivery alarm and displacement tests. The pump had intermittent button response due to corroded keypad traces. There was no button error alarm. There was no trace of moisture at the electronic or motor assemblies. The pump had cracked display window corners and minor scratched lcd window.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 327 mg/dl at the time of incident. The customer stated that the battery went low and it alarmed button error right after he was at the pool. He removed and put back the battery but the pump still alarmed button error. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.